Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons on insulin pump had to press harder. Customer¿s blood glucose was unknown. Customer stated that insulin pump¿s screen was scratched, customer has to change battery every week, insulin pump alarmed no delivery alerts and had condensation in insulin pump. Insulin pump will not be returned for analysis.